Event description:
Problems identified: spring deployed when inserting blood collection tube into device, needle retracts when switching blood collection tubes. (Needle in pt's vein causing blood to splatter - potential injury to pt and resticks.) Exposes person collecting blood, contaminates surrounding equipment, needle retraction from vein - collection tube attached to device.